Manufacturer narrative:
The reported complaint of "autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message, and then, the autopulse powered off" was confirmed based on the archive data review and during functional testing. The root cause for the reported complaint was due to the corrosion on the brake housing area of the drive train motor, likely due to humidity. As per customer, the autopulse platform was stored inside their command suv, secured behind the back seat. This type of corrosive damage is indicative of either infrequent daily checks and/or indicative of storing the device in a location with high ambient humidity. The autopulse platform was manufactured in august 2019, and it is only 8 months old, well below its service life of 5 years. During the visual inspection of the returned autopulse platform, the top cover and front enclosure were observed cracked. The observed physical damages are unrelated to the reported complaint, and the root cause is most likely due to user mishandling. The top and front enclosure were replaced to address the issue. A review of the autopulse platform archive was performed, and it showed multiple fault code 16 (timeout moving to take-up position) error messages to have occurred on the reported complaint date; thus, confirming the reported complaint. Based on the archive data, on the customer's reported event date, the platform was powered off three times after the fault code 16 error message was displayed. Each time the user tried to re-start the device, the platform displayed fault code 16 error message again due to the defective drive train motor, and then, it powered off. The autopulse platform failed initial functional testing due to fault code 16 (timeout moving to take-up position) error message; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. It was noticed that the drive train motor had corrosion at the brake housing area. The brake assembly was seized from corrosion and contributed to the cause of fault 16 and prevent the platform to perform compression. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the final testing without any error or fault. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used in an attempt to resuscitate a (B)(6) old female patient in cardiac arrest. The cardiac arrest was not witnessed, and the cause was unidentified. It is unknown what the duration of the patient's cardiac arrest was before the patient received the first CPR, which was performed by a nurse for an unknown duration prior to ems arrival. When the autopulse platform was powered on, the platform displayed fault code 16 (timeout moving to take-up position) error message, and then, the autopulse powered off. The ems crew subsequently attempted to turn the platform back on, but the attempt was unsuccessful. The crew performed manual CPR for 2-3 minutes until a second autopulse platform was deployed. As per the customer, the second autopulse platform functioned as intended; however, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead on the scene. The customer indicated that the patient's death was not related to the autopulse platform systems.